Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. Due to the nature of the reported event the air sensor was replaced and sent to brézins for further investigation. Upon testing, the sensor was found out of specification likely due to a weakness of its ceramic bond or due to another component defect. A CAPA was opened in june 2022 to address this type of issue. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "device still reporting "air in tube" even tube is filled with water. Defective air sensor was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." The part is scheduled to be sent back for evaluation. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.